Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 07/03/2018 for evaluation. Performed visual inspection and passed. Performed a pairing test with nordic bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review and loss of connection was confirmed in log. The reported event of a loss of connection was confirmed. The complaint was confirmed because a permanent loss of connection in the cloud data.